Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor and blood glucose readings. It was reported that the device would go into threshold suspend. The customer's blood glucose level was reported to be 153 mg/dl. The customer's sensor was reported to be 57.6 mg/dl. It was reported that the sensor was found to be bent. Troubleshoot was reported to be conducted. It was reported that the customer was advised on calibration times.